Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with mentor smooth round moderate profile, 275cc saline breast implant has experienced right-sided implant deflation postoperatively. The patient had a granddaughter elbow her just a little. The matter was diagnosed during the office visitation. As a result, patient underwent replacement with saline implant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: crushing injury, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 16, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. In addition, a tear was identified within crease/fold, measuring approximately 2.4 cm the evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).